Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this summary section.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level of 635 mg/dl. It was also reported that the manual injection were given to the customer and saline through intravenous to treat high blood glucose. The customer used insulin pump system within 48 hours of reported high blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will return device for analysis.